Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the electrograms revealed high ventricular rate and noise. The noise was reproducible with pocket manipulation. Patient presented to the cath lab for right ventricular replacement. The lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition before, during and after the procedure.